Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a bph prostate procedure ¿aiming beam end firing¿ at 8,934 joules and 01:26 minutes was observed. The fiber was exchanged and the case completed. Patient outcome: ¿ok¿ reported. No injury to patient reported.